Event description:
Event description cpi received information that this bipolar endocardial lead was removed from service due to 'outer insulation breach'. During a routine replacement procedure this lead was capped and replaced with new leads. Implanted-07/14/92. Out of service-09/03/96. Implant months-49.6.